Event description:
When the physician inflated the fire star balloon he could not deflate it. So he had to use force to withdraw the balloon from the patient. The patient is (B)(6) male. The target lesion location was the mid right coronary artery (rca). Not calcified, not tortuous, not a cto lesion, about 80%-90% stenosis. The brand of guidewire used was unknown. The product was properly inspected and prepped and no anomalies were noted. The balloon was not inflated during prep. The balloon was advanced through the vessel to the lesion without difficulty. The balloon was never at an acute bend. There was no difficulty crossing the lesion with the balloon. The balloon was inflated once to pre-dilate the lesion at 10 atmospheres. After the initial inflation of the balloon, the balloon would not deflate. The brand of contrast used in the procedure was visipaque. The ratio of contrast to saline used to inflate the balloon was 1:1. The physician used force to withdraw the balloon from the patient as it remained inflated. There was no reported injury to the patient. The procedure was completed.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a fire star balloon, after the initial inflation of the balloon to 10 atmospheres, the balloon would not deflate. So the physician used force to withdraw the balloon from the patient. There was no reported injury. The patient is a 61 year-old male. The target lesion location was the mid right coronary artery (rca). Not calcified, not tortuous, not a cto lesion, about 80%-90% stenosis. The brand of guidewire used was unknown. The product was properly inspected and prepped and no anomalies were noted. The balloon was not inflated during prep. The balloon was advanced through the vessel to the lesion without difficulty. The balloon was never at an acute bend. There was no difficulty crossing the lesion with the balloon. The balloon was inflated once to pre-dilate the lesion at 10 atmospheres. After the initial inflation of the balloon, the balloon would not deflate. The brand of contrast used in the procedure was visipaque. The ratio of contrast to saline used to inflate the balloon was 1:1. The physician used force to withdraw the balloon from the patient as it remained inflated. There was no reported in jury to the patient. The product was not resterilized. The product was stored per IFU. One non sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. One kink was observed at 8 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The balloon was already inflated; crystallized inflation residues were found along the unit. No other anomalies were observed. Inflation medium residues were removed from the unit. The guidewire 0.14" was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'deflation difficulty-unable to' reported by the customer was not confirmed since no anomalies were found during functional a microscopic analyses. The exact cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure and kink found are related to the manufacturing process; however a risk analysis was initiated to address this issue.